Event description:
It was reported that three catheters balloons burst. There was no reported patient injury.

Manufacturer narrative:
Qn#(B)(4). The device lot number was not provided; therefore , a DHR review could not be conducted. There was no complaint device returned for investigation. Therefore , no physical assessment could be conducted. In the absence of any actual or representative sample for investigation , we could not further investigate to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that three catheters balloons burst. There was no reported patient injury.